Event description:
A physician reported a pt who was treated on 12/18/1996 into the oral commisures, nasolabial folds and glabella. On approx 2/14/1997, the pt noted redness, tenderness, and swelling at the glabellar treatment site. On 2/26/1997, she presented with erythema, swelling, induration, and tenderness at the glabellar treatment site. "Fluctuance" was not observed. The physician diagnosed a hypersensitivity; no medical or surgical intervention was prescribed. The physician had had no contact with the pt for two yrs. On 3/10/1999, the pt developed symptoms at the oral commissure treatment sites. She presented on 3/17/1999 with a 5 mm hard, red, firm, tender lump with negative "fluctuance" at the oral commissure treatment site. The lump was palpable and visible with animation. Biaxin and tylenol with codeine no 3 were prescribed, warm compresses were advised, and incision and drainage of the abscess was performed. The pt was very much improved after the interventions.